Event description:
The customer reported that the system intermittently failed to power up. This issue will preclude the system from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ups (uninterruptible power supply) and 221v power supply were evaluated and identified as the cause of the issue. However, no further service info was provided and no further conclusions can be drawn.